Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardioversion shock. The implantable pulse generator (ipg) appeared to have no capture with pacing spikes briefly. It was noted that the ipg programming had changed and was pacing inappropriately. The programming resolved without intervention and remains in use. No patient complications have been reported as a result of this event.